Event description:
Patient admitted on 11/16/93 for arteriogram to retrieve a catheter fragment. Fragement was successfully retrieved from the right ventricle. Patient had some ventricular tachycardia during procedure. Catheter was removed through the right femoral vein by a radiologist.follow-uppatient returned on 12/1/93 for removal of the rest of the portacath. This removal was successful.